Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: describe event or problem. Results: the ace68 was kinked approximately 52.0 cm and 53.5 cm from the hub. Minor bends were present approximately 58.0 cm, 59.0 cm and 65.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed kinks along the device. If the device is forcefully advanced against resistance, the device will likely become kinked. The non-penumbra guide catheter was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. During functional testing, the ace68 was unable to advance through a demonstration catheter past the kinked location. Further evaluation revealed additional kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure of the acute cerebral infarction in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician experienced resistance while advancing the ace68 coaxially through a non-penumbra guide catheter. Therefore, the physician removed the ace68 and noticed two kinks approximately 80 centimeters from the distal tip. The procedure was completed using a new ace68 and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure of the acute cerebral infarction in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician experienced resistance while advancing the ace68 coaxially through a non-penumbra guide catheter. Therefore, the physician removed the ace68 and noticed two kinks approximately 80 centimeters from the distal tip. The procedure was completed using a new ace68 and the same microcatheter. There was no report of an adverse effect to the patient.